Event description:
A report was received that the patient will undergo a revision procedure to optimize charging.

Event description:
A report was received that the patient will undergo a revision procedure to optimize charging.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement and was reportedly doing well after the procedure. The patient has no charging problems, it was the physician¿s preference that the ipg was replaced. The explanted ipg was not returned to bsn as it was discarded by the medical facility.